Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 & cp impella cp with smartassist system & impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported the 57-year-old male patient was on impella cp support for percutaneous coronary intervention (pci). Following procedure, the decision was made to remove peel away sheath and place repositioning sheath. After the peel away sheath was removed, it was discovered that the clear collar lock of the dilator was still attached. It had broken off free from the dilator. When the staff attempted to remove the collar, the pump got displaced into the aorta. The decision was made to remove the pump. The patient is noted to be stable.

Manufacturer narrative:
The investigation for the positioning issue and the introducer damage has been completed. Product was not returned for review. The root cause of introducer damage was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the positioning issues was most likely use related since the attempt to remove the clear collar lock of the dilator caused pump to displace into aorta. Added-h6 impact code 4627.